Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via email that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017, with a blood glucose of 50 mg/dl. The patient's reading at the time of call was 250 mg/dl. The customer was at a car dealership and was acting strangely. The customer was given a candy bar but he then collapsed, prompting a call to the paramedics. The customer experienced symptoms such as slurred speech, acting strangely, and collapsing. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer's doctor stated that the customer has a history of bolusing carelessly and even priming his insulin pump while connected to get a larger bolus. The customer reported that they had stopped this behavior the week of the incident. Per the customer's doctor, the customer had a large autobasal increase from 48 units the week prior to 89 units the week of the incident. The insulin pump will not be returned for analysis.